Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation to treat cystocele, menorrhagia, and fibroid uterus concurrently with total laparoscopic hysterectomy. It was reported that after implantation the patient experienced pain, erosion, extrusion, infection, dyspareunia and urinary/bowel problems. The patient had revision of mesh on (B)(6) 2012 due to apical tension. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 05/03/2017. (B)(4). It was reported that following insertion the patient experienced enterocele.

Event description:
It was reported that following insertion the patient experienced enterocele.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency and nocturia.

Manufacturer narrative:
It was reported that the patient underwent excision of anterior prolift mesh, anterior colporrhaphy with xenform, cystoscopy and retrograde ureterogram/pyelogram on (B)(6) 2017.